Event description:
It was reported that the implantable neuro stimulator was replaced shortly after implant by a smaller model because this model was too large and caused pain at the implant site. The patient outcome was "now ok but disappointed."

Manufacturer narrative:
(B)(4).